Manufacturer narrative:
The insulin pump was received with no full segmented display noted, no missing segments or partial display occurring, the display is working properly and no display anomaly noted during our testing. The insulin pump powered up properly after battery installation. The insulin pump passed self. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated that the device screen is in full black. The customer's stated that the device was exposed to extreme temperature. The customer advised that the device was stabilized at room temperature for more than 30 minutes but test is not possible. The customer was advised that the device would be replaced and agreed to return the product for analysis.